Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient felt faint, the patient¿s neighbor heard the patient calling for help and called emergency medical services (ems). It was reported the patient had lost consciousness; however, it was not confirmed when the patient lost consciousness. Ems arrived and treated with patient with glucose. The patient was not transported to the hospital. The patient cgm/bg values at the time of the event were not provided. It is unknown when the cgm/bg values of cgm 257 mg/dl; bg 192 mg/dl were obtained but presumed to be post-treatment. At the time of the report, the patient has covid. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.